Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised both seat rails are slightly bent about a quarter of an inch. Dealer advised end user just moved from (B)(6) and does not have history of chair. Dealer could not provide any further information.